Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The patient was operated because the x-ray at 1 year follow up showed that there were something unusual about the pe liner in the star prosthetic. It looked like the liner was fractured. Upon reoperation it occurred that the liner was intact but the metal/x-ray part in the liner was broken and misplaced. The patient was according to the surgeon, operated without reason. The x-ray wire in the star mobile bearing was broken and migrated.

Manufacturer narrative:
The reported event that sliding core, uhmpwe, 9mm was alleged of 'implant migration' could be confirmed. The device inspection of the returned product revealed the following: the radio opaque wire that crosses the long edge of the device is indeed broken such as one small piece of it is missing. The missing piece is the curved part that "hugs" the pe in one of the sides, and allows the wire not to come out of the slot. The rest of the wire is still in the device, but can slide in its slot in such a way that it can be completely removed. Once removed, it can be noticed that the wire is not straight anymore. The dimensions of the device can help us determine the catalog number. Indeed, the device is 25mm on the short edge, and 27mm on the long edge. This means that the catalog number of the device is 400-140-01. A microscope inspection of the surface of breakage shows a brittle surface and not a ductile one. This proves that the user did not pull on the wire to cause the breakage. A credit note will be provided to the customer. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient was operated because the x-ray at 1 year follow up showed that there were something unusual about the pe liner in the star prosthetic. It looked like the liner was fractured. Upon reoperation it occurred that the liner was intact but the metal/x-ray part in the liner was broken and misplaced. The patient was according to the surgeon, operated without reason. The x-ray wire in the star mobile bearing was broken and migrated.